Event description:
The customer reported the ventilator failed pre-operational self testing due to a crossover circuit fault. The manufacturers field service engineer was unable to duplicate the reported problem. The service engineer reported the unit passed self testing several times. Review of the device diagnostic history noted an occurrence of a crossover circuit fault. The service engineer replaced the crossover solenoid as a precaution to address the finding. Applicable final testing was completed to operating specifications. Failure of the crossover solenoid as reported may result in a volume loss during use in normal ventilation operation.